Event description:
A past incident of high blood glucose levels was reported by the customer, with the highest level being 525 mg/dl. The elevated levels were due to an unknown cause, yet there was no indication of frequent or recurring issues. The customer, while experiencing vomiting, was not incapacitated. Actions taken by the customer included changing the infusion set and, following guidance from their healthcare provider, administering insulin via injection and replacing both the infusion set and cartridge. Replacement supplies were arranged to be sent as requested and communication with the healthcare provider resolved the case.